Manufacturer narrative:
Pump unexpectedly seats with no load in reservoir compartment due to moisture damage on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to seating anomaly. Unable to verify prime/fill anomalies or unexpected no delivery/occlusion alarms due to seating anomaly. Unit passed sleep current measurement, active current measurement and selftest. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, scratches on keypad overlay buttons, damaged keypad overlay texture and moisture damage on motor assembly

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 500 mg/dl due to being off pump for a couple of days. Customers rewind pump, reinsert reservoir into pump and run load reservoir which pump alarmed insulin flow blocked. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.